Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon eval, the u13 8-bit cmos flash micro-controller was internally shorted. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component.